Manufacturer narrative:
The depuy warsaw material research group examined the product and confirmed the solid screwdriver shank s-cp was fractured at the end of the hex head. Visual examination under magnification showed evidence of overload feature due to excessive torsion forces. The screwdriver was loaded beyond to material limit and fractured in overload. No manufacturing or material defects were observed that could have contributed to fracture. A search of the complaint database found no prior reports for this part and lot number combination. A two-year search of the complaint database by product code found no prior reports for the head breaking for this product code. Review of the inspection records found no manufacturing deviations or rejections. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Screwdriver hex head broke while locking a 4.0 screw in the proximal row of a 14-hole polyax tibial plate. The doctor was not able to get it out of the head of the screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.